Manufacturer narrative:
During functional testing the thermogard xp ivtm system (sn (B)(4)) failed testing and it displayed tcmid:06 (ce post failure). The fault was found to be due to the disconnection of the p31 connector to blower pcb. Upon visual inspection no physical damage was observed. Following service, including reconnecting the p31 connector, the system passed all testing criteria.

Event description:
During functional testing, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. The issue occurred during pm. No patient involvement.